Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was type 2 diabetic and was diagnosed with pancreatic cancer in (B)(6) 2015, which lead to removal of the customer's pancreas. The caller state that customer was put on insulin pump therapy earlier this year. The customer became ill on (B)(6) 2016 due to not eating, not drinking and excessive vomiting. The caller stated that because of the illness the customer's blood glucose dropped to 39 mg/dl, the customer went to the hospital, was removed from pump therapy, was treated, and moved to hospice care on (B)(6) 2016. The customer passed away on (B)(6) 2016 from metastasized pancreatic cancer. The caller stated that the customer had heart disease and had a triple bypass in (B)(6) 2015. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The customer did not use sensors. The caller stated that they do not have the customer's insulin pump.